Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. The customer troubleshot with technical support and was provided with part number for the flow sensor assembly. The customer stated the ventilator was back in service. The gas delivery system was replaced and returned. Root cause : the defective u1 on the air flow sensor pcba created the air flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported that the air flow accuracy failed. There was no patient involvement.